Event description:
It was reported to risk that a fogarty catheter was opened to the operating room field and used on a patient that had a severe latex allergy. The patient was having a declot of right av graft, insertion catheter tunneled. During the procedure the patient became hypotensive, and it was realized the product contained some latex. It was immediately removed and a latex free catheter was found and used. The patient was given pressors and stabilized. The patient remained in the hospital and then discharged stable the following day. This is being reported as a concern on package labeling. Nowhere on the packaging does it list that this product contains latex.